Event description:
The account alleged that the side rail would not rotate up to the latching position. No pt impact.

Manufacturer narrative:
The side rail was replaced by the technician to resolve the issue.